Event description:
Catheter insertion on 5/1/96. Device was believed to be malfunctioning so pt underwent surgery to remove device. During the operation, the port was found to be severed from the catheter. The catheter had migrated out of safe recovery by the surgeon. The pt was later taken to the cardiac catherization lab for removal of the remaining portion of the catheter from the pt.